Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that while reviewing the patients latitude transmission this morning, it was noted there was an alert for an accelerated tachycardia. Analysis of the stored egm showed a tachycardia that was treated with three bursts of anti-tachycardia pacing (atp), which the last atp accelerated the ventricular tachycardia (vt) into ventricular fibrillation (vf). The vf was appropriately sensed and successfully treated with a 41 joule shock. This cardiac resynchronization therapy defibrillator (crt-d) remains in service and there were no additional adverse patient effects reported.